Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. In this case, it could not be determined if failing to use the barewire filter delivery wire caused or contributed to the difficulties. In this case, based on the reported information, the difficulty retrieving the filter and material separation may be the result of an excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter during removal resulting in the difficulty removing and unexpected medical intervention to embed the separated filter in the superficial femoral artery with a non-abbott stent; however, this could not be confirmed. There is no indication that the reported retraction problem and difficulty removing is related to a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated from unknown to 3020861. D9: device available for evaluation updated from asku to no. E1: first, last name updated from francky celin to robert garrett. E1: title updated from mr. To dr. E3: occupation updated from risk manager to physician. E4: initial report sent to FDA updated from no to yes. H6: medical device problem code 2017 clarifier- guide wire / fdw selection incorrect.

Event description:
Subsequent to the previously filed report, additional information reported that the emboshield nav6 was advanced on viperwire and deployed successfully. However, when attempting to remove the retrieval catheter could not capture the filter. Another catheter was used to capture the filter and once pulled into the catheter resistance was felt when going through the 6fr sheath and the nylon of the filter tore. It was noted when contrast was injected. The piece of nylon was stuck in the mid sfa were the lesions was severely calcified. A non-abbott was placed in the area and post dilatation was performed with normal flow. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Event description:
User facility medwatch report received that states "device was being used and the basket portion malfunctioned. A piece broke off. The other part remained inside the vessel. A stent was placed in the right superficial femoral artery to trap the remaining piece in place."

Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. Medwatch report attached. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.